Event description:
It was reported that distal embolization occurred after using jetstream. The 100% stenosed target lesion was a chronic total occlusion (cto) that was severely calcified and located in the moderately tortuous superficial femoral artery (sfa). The lesion was ablated with a 1.6mm jetstream sc catheter. The lesion was dilated with a 6mm balloon but there remained severe stenosis with calcification. The jetstream was sized up to a 2.1/3.0mm, and lesion was dilated with a 6mm balloon. Angiography showed no flow. After deploying a 6.0/150mm eluvia drug-eluting stent, flow was recovered. Final angiogram showed mild flow limit in foot, but it was considered acceptable. Right ankle-brachial index (abi) improved from 0.46 to 0.99. The patient underwent 5th toe amputation two weeks later and was discharged two months later.

Manufacturer narrative:
B3: date of event estimated using first day of aware month.